Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The large hem-o-lok clip applier instrument was analyzed, and fa found the instrument had multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok clip applier instrument did not close the clip all the way. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the arm was inspected in assembly. The customer informed that the issue occurred too long ago for them to remember additional details.